Event description:
Case description: investigational results: name: novopen echo plus bleu, batch number: nvgbt69, the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed and found to be normal check record of assembly batch nvgbt69: for bpr checking, intervention log, line clearance , ipc were checked, no abnormality was found. For logbook review, batch start, batch end, intervention record were checked, no abnormality was found. No abnormalities relating to the observed problem were found. Process control evaluation and validation: for functions, piston rod and dsm display, the process controls have been confirmed, as below: 1: the injection force by pushing button will be measured at em09 of cell3, if the defect is jammed the control limit will be automatically rejected during normal production. 2: the validated function about the dsm display vision is on cell3b(only need to indicate cell3) em16 and em17: battery voltage level, software version, all elements in display and blank dis-play. All products must meet the four inspection standards at this sleep station, then they can be approved. For "accurate dosage" of npecho+ have been effectively identified during the design phase through the specific risk outputs risk control measure agreement identified in the design fmea. The assembly process has been validated based on design risk analysis. No other cc case and dv related to this batch. In conclusion, based on above investigation, no abnormal related to "function : cannot deliver and dsm cannot display", "function : inaccurate dosage" and "adr : hyperglycaemia" during assembly batch nvgbt69. Name: fiasp penfill, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Device tab: is non reportable and malfunction fields updated to no. EU/ca tab: expected date of follow up removed and final report was ticked. Device addendum: annex b c d g codes updated. CAPA comment updated in eol. Narrative updated accordingly. Final manufacturer comment: 30-mar-2026: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. H3 continued: evaluation summary name: novopen echo plus bleu, batch number: nvgbt69, the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed and found to be normal check record of assembly batch nvgbt69: for bpr checking, intervention log, line clearance , ipc were checked, no abnormality was found. For logbook review, batch start, batch end, intervention record were checked, no abnormality was found. No abnormalities relating to the observed problem were found. Process control evaluation and validation: for functions, piston rod and dsm display, the process controls have been confirmed, as below: 1: the injection force by pushing button will be measured at em09 of cell3, if the defect is jammed the control limit will be automatically rejected during normal production. 2: the validated function about the dsm display vision is on cell3b(only need to indicate cell3) em16 and em17: battery voltage level, software version, all elements in display and blank display. All products must meet the four inspection standards at this sleep station, then they can be approved. For "accurate dosage" of npecho+ have been effectively identified during the design phase through the specific risk outputs risk control measure agreement identified in the design fmea. The assembly process has been validated based on design risk analysis. No other cc case and dv related to this batch. In conclusion, based on above investigation, no abnormal related to "function : cannot deliver and dsm cannot display", "function : inaccurate dosage" and "adr : hyperglycaemia" during assembly batch nvgbt69.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) considered that aes were due to novopen [device issue], destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl [diabetes mellitus inadequate control]. Case description: this serious spontaneous case from france was reported by a patient family member or friend as "hepatic issue(hepatic disease)" with an unspecified onset date, "abdominal fluid accumulation(intra-abdominal fluid collection)" with an unspecified onset date, "considered that aes were due to novopen(device issue)" with an unspecified onset date, "destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl(type ii diabetes mellitus inadequate control)" with an unspecified onset date, and concerned a 942 months old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", , tresiba penfill 100 u/ml (insulin degludec 100 u/ml) from unknown start date for "drug use for unknown indication", patient height, weight and body mass index were not reported dosage regimens: novopen echo plus: fiasp: tresiba penfill 100 u/ml: current condition: pancreatic cancer, diabetes type 2 (duration not reported). On an unknown date, it was reported that patient was hospitalized for a hepatic issue. The patient had abdominal fluid accumulation and is awaiting biopsy results (biopsy abdominal wall). This situation has destabilized their diabetes. The patient's glucose levels (blood glucose) are currently very high. They were at 450 mg/dl, and during follow up are at 340 mg/dl, consistently above 300 mg/dl. Their endocrinologist is adjusting the treatment. Other details of hospitalization were not reported. The reporter considered that adverse events were due to novopen. Batch numbers: novopen echo plus: nvgbt69 fiasp: requested tresiba penfill 100 u/ml: requested. Action taken to novopen echo plus was reported as unknown. Action taken to fiasp was not reported. Action taken to tresiba penfill 100 u/ml was not reported. The outcome for the event "hepatic issue (hepatic disease)" was unknown. The outcome for the event "abdominal fluid accumulation (intra-abdominal fluid collection)" was unknown. The outcome for the event "considered that aes were due to novopen (device issue)" was unknown. The outcome for the event "destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl (type ii diabetes mellitus inadequate control)" was unknown. Reporter's causality (novopen echo plus) - hepatic issue (hepatic disease) : possible abdominal fluid accumulation (intra-abdominal fluid collection) : possible. Considered that aes were due to novopen (device issue) : unknown. Destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl(type ii diabetes mellitus inadequate control) : unknown. Company's causality (novopen echo plus) - hepatic issue(hepatic disease) : unlikely abdominal fluid accumulation(intra-abdominal fluid collection) : unlikely . Considered that aes were due to novopen(device issue) : possible . Destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl(type ii diabetes mellitus inadequate control) : possible. Reporter's causality (fiasp) - hepatic issue(hepatic disease) : unknown . Abdominal fluid accumulation(intra-abdominal fluid collection) : unknown . Considered that aes were due to novopen(device issue) : unknown . Destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl(type ii diabetes mellitus inadequate control) : unknown. Company's causality (fiasp) - hepatic issue(hepatic disease) : unlikely abdominal fluid accumulation(intra-abdominal fluid collection) : unlikely . Considered that aes were due to novopen(device issue) : possible destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl(type ii diabetes mellitus inadequate control) : possible. Reporter's causality (tresiba penfill 100 u/ml) - hepatic issue(hepatic disease) : unknown abdominal fluid accumulation(intra-abdominal fluid collection) : unknown considered that aes were due to novopen(device issue) : unknown destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl(type ii diabetes mellitus inadequate control) : unknown. Company's causality (tresiba penfill 100 u/ml) - hepatic issue(hepatic disease) : unlikely abdominal fluid accumulation(intra-abdominal fluid collection) : unlikely considered that aes were due to novopen(device issue) : possible destabilized their diabetes, patient's glucose levels are currently very high, were at 450 mg/dl and during follow up are at 340 mg/dl, consistently above 300 mg/dl(type ii diabetes mellitus inadequate control) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Company comment: liver disorder and intra-abdominal fluid collection are assessed as unlisted events; diabetes mellitus inadequate control is assessed as listed event according to the novo nordisk current ccds in fiasp and tresiba penfill. Relevant information on medical history, concomitant medications, suspect products start date and start date of events, definitive diagnosis, treatment given, action taken with suspect products and outcome of the events are unavailable for complete causality assessment. Considering the safety profile of suspect products and reported events, causality is assessed as unlikely related for liver disorder and intra-abdominal fluid collection. This single case report is not considered to change the current knowledge of the safety profile of fiasp and tresiba penfill.